Event description:
It was reported that the patient presented in clinic with symptoms of pacemaker syndrome in certain postures. Interrogation revealed low i2i communication between the patient's atrial and right ventricular leadless pacemakers (lp). No intervention was performed. The patient was stable.

Event description:
New information received notes that programming changes were made.